Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high impedance was observed. When the pocket was opened, it was noted that the pin was not in the header and that the pin could be easily pulled out. The lead was reinserted into the connector and normal impedance was observed.